Event description:
It was reported that during the procedure to treat a non-calcified, 99% stenosed lesion in the heavily tortuous, mid left anterior descending coronary artery, a 2.25x18 xience v rx stent delivery system (sds) was advanced to the lesion against slight resistance then was deployed at 16 atmospheres without difficulty. After stent deployment and removal of the sds without difficulty, a distal edge dissection was noted and was successfully treated via deployment of a 2.25x15 xience v rx stent. No device or other procedural issues were noted. There were no adverse patient sequelae and no report of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the xience v everolimus eluting coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the reviewed information, no product deficiency was identified.